Event description:
It was reported that the subject device would not deflate and leaked contrast was observed. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the visual inspection, the flowgate was kinked at 12.0cm and 75.0cm from its proximal end. In addition, the flowgate was wrinkled along its middle shaft and its distal shaft length. Further examination, the balloon holes and blood were found in the balloon,shaft and the hub. Following the functional test, the balloon failed to inflate and leaks were observed from the balloon. Analysis of the device revealed a large amount of blood in the flowgate, which could be an indication of lack of continuous flush and/or excessive force during use. Information from the complaint stated that the tortuosity of the patient¿s anatomy was considered to be moderate. It is possible these factors contributed to the reported event. Based on the investigation, it appears the reported issues and analyzed anomalies were associated with a product that met stryker design and manufacture specifications and was used in accordance with the direction for use (dfu) but due to procedural factors during use, the device performance was limited. As a result, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that the subject device would not deflate and leaked contrast was observed. There were no clinical consequences to the patient due to the reported event.